Event description:
User facility medwatch report received that states: "fragmented tip of hi-torque balance middleweight universal ii guidewire manufactured by abbott broke off during cardiac catheterization." No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported tip separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The UDI number is not known as the part and lot number were not provided. Medwatch report #mw5114909.